Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes d10: returned to manufacturer on: 11jul2023. H6: investigation summary six samples received by our quality team for investigation. Upon visual evaluation, the samples are without the longitudinal cut (perforation that helps to separate the syringes), therefore the incident is confirmed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the investigation results, possible root cause is associated with bad positioning of the rotating knives responsible for the longitudinal cut. When the knives are poorly positioned, they can cause a failure in cutting the syringe ribbon.

Event description:
It was reported that there was unspecified amount of the bd plastipak¿ sterile plastic syringe that experienced poor perforation on the packaging. The following information was provided by the initial reporter, translated from portuguese to english: 10ml syringe with its difficult part to separate the package, with this difficulty in some cases is tearing the packaging and the material loses its sterility.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was unspecified amount of the bd plastipak¿ sterile plastic syringe that experienced poor perforation on the packaging. The following information was provided by the initial reporter, translated from portuguese to english: 10ml syringe with its difficult part to separate the package, with this difficulty in some cases is tearing the packaging and the material loses its sterility.